Event description:
It was reported that a pt underwent a dental procedure on an unk date and suture was used. During the procedure, the needle "snapped" mid-shaft. This was upon initial contact, the needle had 'barely' penetrated the pt at this point. All pieces of the needle have been recovered. There were no adverse pt consequences.

Manufacturer narrative:
(B) (4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-00651 and -00653. The same pt is represented in each medwatch.